Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 pocket d6 failed to release. A field service engineer found that there was no cubie present on drawer 6 and was unable to recover it. Rebooting the station did not resolve the issue, so the retractor band was removed and replaced and customer tested the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 4.1, 5.1 and 5.2 were failed with the errors device not detected on the bus and failed hardware. User tried to reboot and recover the drawer, but the issue did not resolve. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.